Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was elevated; however, the exact value was not provided. A follow up with the customer on (B)(6) 2016 indicated that the customer did not remember any details about the event.